Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 638 mg/dl and diabetic ketoacidosis. The patient experienced dehydration and loss of appetite. He was hospitalized for six days and then transferred to a nursing home. Prior to the hospitalization, the insulin pump kept alarming no delivery. The no delivery alarm was resolved by changing the infusion set and reservoir. The insulin pump was not returned or replaced.